Event description:
Account states they are getting erratic calcium results. The incorrect results have not been used to guide patient therapy. The field service rep corrected the problem by cleaning the probes and reagent syringe tips.